Event description:
It was reported that "while doing a hemorrhoidectomy and working at 40 watts cut/40 watts coag. The tip of the needle es active electrode melted and the insulation split." There was no pt injury.